Manufacturer narrative:
Updated: h6, h10. Corrected: h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue and the observed b32 scope data error could not be determined, however, the issues were likely the result of a damaged sensor unit or a faulty component on the circuit board due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment¿. Inspection of endoscopic images¿. ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿ wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. Observe the palm, etc. With normal light observation images and nbi observation images. Make sure the light is coming out. (See figure 3.23) adjust the amount of light to get the proper brightness. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. Operate the angle lever of the endoscope to bend the curved part. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found switch button 1 had a scratch. Light guide cover glass has a scratch. Universal cord has a scratch. Label on video connector is peeled. Due to damage on charged coupled device unit, b32 error occurred (scope data error) occurs and an image cannot be displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had no image issues. The issue was found during preparation for use in therapeutic laparoscopic procedure that was completed using similar device. There were no reports of patient harm.